Event description:
Sorin group received a report that during set-up, when the s3 roller pump was powered on, the pump stopped with no errors. The clinician power cycled the unit a few times to regain functionality and no further problems were experienced. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set-up, when the s3 roller pump was powered on, the pump stopped with no errors. The clinician power cycled the unit a few times to regain functionality and no further problems were experienced. There was no patient involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete.